Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a fluid leak. The patient heard something and the pump did not work. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complications.